Manufacturer narrative:
Concomitant product(s): 6935m62 lead, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had a pocket revision due to infection approximately two months post implant of the implantable cardioverter defibrillator (ICD) system and absorbable antibacterial envelope. It was further reported that two months post pocket revision the ICD system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.